Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the red light above the driveline being illuminated was not confirmed. The heartmate 3 system controller (serial #: (B)(6), was returned for analysis and a log file was downloaded for review spanning approximately 3 days (11oct2021 ¿ 13oct2021, 25oct2021 per timestamp). Events on 25oct2021 are from product testing at abbott. There were no atypical alarms in the log file. Pump operation was not affected. The system controller was tested and passed all stages of testing with no issues. The system controller was able to operate on a mock loop without issue and the reported event was not reproduced. Multiple good faith efforts were sent asking if exchanging the system controller resolved the reported alarm; however, to date no response has been received. The root cause of the reported event was unable to be determined in this analysis. The device history records were reviewed and the records revealed the heartmate iii system controller (serial#: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the clinic with no alarms occurring but the red light above the driveline was illuminated and the pump was on and running. The controller and 11v backup battery were exchanged. Log file review captured driveline disconnects which were related to the controller replacement, but there were no notable alarm conditions or parameter changes.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.